Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient notification was delivered, the pulse generator had switched to backup vvi mode. After a device software download, normal function resumed.